Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device had difficulty pumping their device and they were unable to inflate the ipp. The pump had flipped at one point. A surgical procedure was performed during which the device was explanted and replaced with a malleable product. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100650348 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Device migration is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent migration issues. Based on the information available the cause that contributed to the reported event cannot be established.